Manufacturer narrative:
The returned files are broken at the base of the active part (fatigue) or at the tip of the active part (fatigue. No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that two reciproc blue files broke during use on the same patient. The broken pieces could not be retrieved.